Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm, moisture exposure, and cosmetic damage at the battery compartment(crack) found on jan 08, 2024. No critical pump error (open book image) alarm¿noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. The pump history files confirmed pump error 63(variable=21) (linenumber=9926 filenumber=(B)(6)) alarms on 01/08/2024 at 05:07:19.000. Force sensor zero offset (within) specification (23.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection:scratched case, pillowing keypad overlay, missing display window/cover, keypad overlay texture damage, cracked keypad overlay, keypad overlay peeling, stained keypad overlay, serial number label missing, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Alleged critical pump error (open book image) alarm not confirmed. However, pump error 63 (variable=21) (linenumber= 9926 filenumber=(B)(6)) alarms confirmed in the pump history on 01/08/2024 at 05:07:19.000 due to severe moisture damage on the electronic assemblies. Moisture exposure confirmed on the [pcba 1 / pcba 2 / force sensor / motor]. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error. Troubleshooting was performed and found that open book image and found and crack on the pump and pump exposed into water. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.